Manufacturer narrative:
Investigation summary : one open 32g x 4mm pen needle sample and four photos were returned from lot. No. 0077783, cat. No. 320136. A functionality test was carried out on the returned sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed on the returned sample therefore no root cause can be identified.

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle would not attach to the pen. The following information was provided by the initial reporter, translated from japanese to english: "a patient brought one pen needle, complaining that he/she could not attach it to the pen. The patient could operate other pen needles than this defective one with no problem.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle would not attach to the pen. The following information was provided by the initial reporter, translated from (B)(6) to english: "a patient brought one pen needle, complaining that he/she could not attach it to the pen. The patient could operate other pen needles than this defective one with no problem."